Event description:
It was reported that the device was oversensing the t-waves and the patient received inappropriate therapy. The device remains in use. No further patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=5.3 counts avg/day, in 8.09 days, between (B)(6) 2010 10:36:32 and (B)(6) 2010 12:45:28.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.